Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 into the sheath, the physician noticed that the tip of the cat6 was kinked. Therefore, the cat6 was removed and the procedure was completed using a new cat6. There was no report of an adverse effect to the patient.